Event description:
It was reported the device is not recognizing the syringe size. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seal intact, cracked right plunger case. Methods used to duplicate the reported problem: checked and tested syringe size sensor, ran occlusion test, visually inspected barrel clamp assembly and found no visible damage. Cannot duplicate invalid syringe size, no problem was found, device is operating as intended. Syringe size sensor values were in spec. Repairs done: recalibrated all pump sensors, performed preventive maintenance and all functional testing which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.